Event description:
Procedure: urological/gynecological. According to the reporter: the pt underwent treatment for her pelvic organ prolapse and other symptoms; allegedly, she experienced pain and injury and has undergone corrective surgery.

Manufacturer narrative:
(B)(4). Note: this report corresponds with bard's report (B)(4) for a "pelvitex."